Manufacturer narrative:
Analysis of the pump found battery high resistance/lab failure. The pump was included in the potential battery performance population. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: baclofen with concentration 2,000 mcg/ml at a dose rate of 249.9 mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump device was returned for analysis. The patient was receiving intrathecal gablofen (unknown concentration and dose) via an implanted pump for cerebral palsy and intractable spasticity. There were no issues with the pump and the pump was replaced due to normal battery depletion on (B)(6) 2017. It was noted as, prophylactic removal of pump to avoid in-vivo battery depletion. The patient recovered without sequela. A rotor and dye study were not performed. No further complications were reported/anticipated or expected.